Event description:
It was reported that pump tubing air filter emptied out after priming. This occurred and observed prior to connecting tubing to patient, so patient was completely unaffected by this. No impact on patient. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device has not been returned. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Manufacturer narrative:
Device evaluation: one device was received in a plastic bag which is not the original packaging for the product. Visually, the returned sample was inspected at a distance of 12 to 16 inches under normal conditions of illumination according to procedure. No obstructions, damaged, broken, or other defects were detected in any of the joints of the product. Functionally, the sample was set for priming tests. No discrepancies were detected, the sample was fully priming and connected without difficulty. The pump was set running and liquid flowed through the whole device without interruptions. No alarms were activated thus, the failure mode reported is not confirmed. Root cause cannot be determined since the complaint was not confirmed. No corrective actions are required since the complaint was not confirmed. A device history record (DHR) review was conducted and no nonconforming manufacturing records were found. This remediation MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4).